Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:11. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint was for a report of a leak found under the cycler during training. A visual inspection of the cassette was performed and no obvious defects were found. A functional inspection was performed and set ran through full therapy without any defects such as alarms or leakage. This complaint could not be confirmed. A review of all batch record could not be performed since a lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report received from a hospital to baxter. The customer reported that during the second stay of a patient training she observed liquid leaking from the bottom of the homechoice cycler. The caller removed the cassette and noted that perhaps the line was clamped on the armrest of the chair. A new therapy with new bags and cassette was started, connecting the patient normally. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.